Event description:
It was reported the pt's ipg was unable to communicate with his charger nor programmer. The pt stated he had not charged his ipg in 4 months, it was reported the pt will consult with his physician regarding the next course of action.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.